Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It reported that the customer had a no keypad anomaly and no delivery alarm on the insulin pump. The customer's blood glucose level was 490 mg/dl. The customer was treated with injection. The customer reported that the no delivery alarm was resolved by a complete set change. The customer is unable to troubleshoot because of changed out set. The customer stated that the issue in the keypad is buttons are not responding. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The pump passed the displacement, prime and excessive"no delivery"tests. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump also had a scratched lcd window, a cracked case near the lcd window corners, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, a stained address and serial number label, and a stained end cap sticker.